Event description:
Spontaneous communication from (B)(6) at (B)(6) medical center, who advised patient reported to the hospital for central line issues and will likely have their central line replaced. Unknown if md aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. Reported to (B)(6) by health professional.